Event description:
During a phacoemulsification procedure, a metal splinter came off of this tip and injured the surface of the iris. The fragments were removed from the eye and a small amount of iris bleeding was noticed. There was no report of additional injury to the pt.